Manufacturer narrative:
Reported event: the event reported that a partial knee end effector, p/n 111770, would not lock the burr in place. Device evaluation and results: -visual inspection: the burr locking pin was found missing from the device. This would result in the lever not being able to lock into place in order to lock the burr in place. -functional inspection: not performed as visual inspection confirmed the failure. -dimensional inspection: not performed as visual inspection confirmed the failure. Device history review: review of device history records indicate (B)(4) devices were accepted into final stock on 03/09/2009 with no reported discrepancies. Complaint history review: a review of complaint history for p/n 111770, l/n 02160902 shows no complaints related to the alleged failure in this investigation. Tracking of complaints related to p/n 111770 will be tracked through trend request #740. Conclusions: the failure mode was confirmed as the burr locking pin was missing. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, while burring the femur, the burr came out because the end effector was missing a part. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, while burring the femur, the burr came out because the end effector was missing a part. The case was completed successfully.